Event description:
As the physician was attaching a y-adapter, the hub of the neuron cracked. The neuron had just been placed inside the pt; however, the recanalization procedure had not yet begun. The physician removed the damaged neuron and finished the case successfully with another neuron. It was noted in the incident report that nothing had been injected through the neuron, yet in the procedure and the device removal and procedure caused no pt injury.

Manufacturer narrative:
Technical eval: the hub was cracked along the cone of the lure fitting. In addition, there was a flat spot on the distal tip. The incident was confirmed as reported. While the flat spot is incident worthy on its own, it was not mentioned in the incident report. This sort of damage is consistent with post-incident handling damage. The DHR of this manufacturing lot has been reviewed and a copy is attached.